Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm customer's blood glucose level was 138 mg/dl. Customer stated that they were able to rewind the insulin pump and able to clear alarm. Customer was advised to replace the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.